Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer was hospitalized due to seizures from diabetes. The customer's mother stated she thinks that customer went low which caused him to have seizures. The customer's blood glucose was 52mg/dl. It is unknown what caused the blood glucose.